Event description:
Subsequent to the initial report, the following information was provided: the patient died on (B)(6) 2014. The cause of death was a combination of cardiac failure and acute renal failure, severe reduced ef, coronary 3 vessel disease, severe pulmonary hypertension, advanced chronic renal failure. The leaflets were confirmed to be thin and fragile during the initial procedure. No surgical intervention was performed after the initial procedure. The physician stated that the mr was the same before and after the procedure, and he does not believe the clip contributed to the death. No additional information was provided.

Event description:
This is submitted for leaflet damage which occurred after the mitraclip (10348255/(B)(4)) was implanted. Additional clips were implanted. It was reported that this was an un-proctored mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. After placing the first clip, the mr was reduced to 1. A second jet remained that was planned to be treated with an additional clip to reduce the mr further. After deployment of the second clip (10348255/(B)(4)), the mr changed to 3-4. A leaflet tear was suspected to have occurred during grasping by one of the clips. It took approximately 1-5 leaflet grasps with each clip. Both clips were in a stable position. A third clip was implanted but the mr was unchanged. The fourth and fifth clips were implanted and the mr remained at 3-4. The procedure was ended. The post-procedure mr grade was 3-4. It was confirmed that the patient was clinically stable post-procedure. A clinically significant delay in treatment was noted as the patient was sent for surgical investigation. The patient has not yet received surgery but it may be planned in the future. There was no allegation against the mitraclip devices and all parts reportedly worked as expected. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the cds. The reported patient effects of tissue damage (mitral valve injury) and worsening mr as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, it is possible that worsening mr may have been due to patient anatomy or procedural conditions (such as a combination of the anatomical morphology and the position of the clips; however, this cannot be confirmed. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that in the reported incident, the patient expired a month post implantation of the mitraclip devices. As stated in the case details that the cause of death was a combination of cardiac failure demonstrated by severe left ventricle dysfunction and 3 vessel coronary artery disease, severe pulmonary hypertension, and acute on chronic renal failure. In addition, since the overall mr grade did not worsen from the baseline level after implantation of the 2nd clip, it was unlikely that the reported tissue damage caused the increase in mr grade. All of these conditions are preexisting medical problems and are not related to the mitraclip device. It was determined that there is no evidence of device deficiency or malfunction in causing or contributing to the reported death. Additionally, clinical understanding of potential relationship of a device or a procedure performed to implant a medical device causing or contributing to a serious adverse event has evolved to a consistent approach of using a 30 day limit. Initially after the procedure, the body's physiologic response to the stress of the procedure itself is heightened which affects the normal responses in such situations. Incidence of infection, thrombus, stroke, myocardial infarction [mi] and even death may be initially increased due to the effects of the procedure itself. For example, the current evidence states that patients are at highest risk for a postoperative mi within the first 3 days after a procedure and for developing a thrombus or pulmonary embolus within the first 7 days. As the temporal interval between the device placement, procedure and the presentation of the adverse event increases, the contributory or causal role of the device or procedure itself in resulting in the adverse event diminishes, especially if no device deficiency or malfunction has occurred and the procedure was performed without any complications. Review of surgical data, which includes complex interventions in complicated patients, have led to acceptance of the 30 day limit of possible procedural contribution to patient outcomes. Based on this evidence, other interventional physicians, such as those that perform the mitraclip procedure, use the evidence to support the assessment and understanding of the potential causal or contributory role of the procedure to the reported serious adverse event. Therefore as the causality between device placement, procedures and adverse events diminishes over time, adverse events occurring more than 30 days post procedure will be deemed as not attributable to the procedure. A review of the device history record revealed no non-conformances for the lot that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Unchanged mitral regurgitation the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.